Manufacturer narrative:
Prodict not yet returned for evaluation. Internal report #(B)(4).

Event description:
Consumer complaint of low blood results. Strips are in date. His expected blood sugar results should be between 30-150 mg/dl. Customer felt fine and there wasn't a need for medical intervention at the time of the call or at the time of the reading. I also verified that he had been properly storing his supplies in the bedroom at room temperature. Reviewed last five memory readings: 112-(B)(6)-01:54 am; 130-(B)(6)-12:19 pm; 68-(B)(6)-08:45 am; 73-(B)(6)-08:43 am; 111-(B)(6)-02:25 am. I asked the customer to run a blood test, result head 110 and 108 mg/ld. No adverse event reported.